Manufacturer narrative:
H3, h6: the handswitch was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed hand switch into imaging system. System booted and readied. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. Visual inspection shown the outer cable jacket was frayed. All wire insulation was intact. No conductive surfaces were exposed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. The replaced the handswitch. They could not duplicate the issue with the old switch. Completed system checkout, system functions normally continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was not able to expose using the remote. Site reported the remote was wirelessly connected to the system. Swapped imaging system to proceed with the case. Unknown if site attempted to use the footswitch. This issue occurred intra operatively and no reported impact to the patient outcome. No additional information was provided. Additional information was received stating that the procedure was a sacroiliac and thoracolumbar procedure. There was less than an hour delay to the case.